Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the reservoir inflate rapidly upon activation. Yes. However, it did not occurred at first. As time went by, speed of inflation became faster. Did the reservoir inflate with only little or no drainage. No information. Were any leaks observed. No, they were not. Was the reservoir physically hitting on any nearby objects thus causing it to inflate. No information. Does the surgeon believe that the reservoir was worn out/damaged after 2 weeks of use. The surgeon guesses the spring inside the reservoir had a problem.

Event description:
It was reported that the patient underwent a mammectomy procedure on unknown date and the reservoir was connected to a drain and retained for two weeks. Then, the spring in the reservoir got to expand faster, and it became necessary to reapply negative pressure more frequently; speed of inflation became faster. There were no leaks observed. The reservoir was replaced with another like device. There were no adverse patient consequences reported. The doctor opined that the spring inside the reservoir possibly had a problem .